Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed. The patient was asymptomatic. The lead was capped and replaced on (B)(6) 2016. The patient did great both during and post procedure.

Manufacturer narrative:
A partial lead with the connector legs measuring 14.8cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.